Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of peritonitis in a patient coincident with imported dianeal pd4 unknown bag therapy for renal insufficiency. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The patient was treated with unspecified antibiotics. On an unreported date in 2011, dianeal was temporarily withdrawn and the patient's pd regimen was switched to physioneal 40 unknown bag and extraneal viaflex via continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient was discharged from the hospital and antibiotic therapy was ongoing at the time of this report. The patient recovered from the peritonitis on an unreported date in 2011. The physician believed the peritonitis was related to dianeal pd4 unknown bag therapy.

Manufacturer narrative:
(B)(4). Additional information: it was clarified that on (B)(6) 2011, the patient experienced acute peritonitis (previously reported as peritonitis). The patient recovered from the peritonitis event on (B)(6) 2011. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.